Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user keeps getting alert 38. She was advised by the agent to do dry run and supply change. Pt will do a supply change and call back later if the problem persists. Pt's blood glucose (bg) is currently at 169 mg/dl, but was at 400 mg/dl this morning because she disconnected from the pump because of the beeping. Patient was thirsty during elevated bg's. No further harm or information was provided regarding this event.